Manufacturer narrative:
Covidien reference (B)(4). The field service engineer (fse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcb's. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a blank display when ventilator was turned on. The ventilator was not in use on a patient at the time the malfunction occurred.